Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined. There was no damage to the area where the foreign material was detected and the reprocessing was fully performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use: the instruction manual operation manual ¿sif-q260, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿sif-q260, chapter 3 compatible reprocessing methods¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the small intestinal videoscope discharged foreign matter from the nozzle. There were no reports of patient involvement.